Event description:
Additional info was rec'd from baxter india on 01/27/1999 indicating pt was diagnosed with peritonitis due to the leak with the transfer set. The transfer set was then changed. No further info has been rec'd from baxter india.